Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected hardware low level failures error. Hardware low level failures error is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio or vibrate anomaly or absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has audio issue. The customer¿s blood glucose during the incident was 4.2 mmol/l. Troubleshooting was performed and audio issue was confirmed. The device will not be returned for analysis.